Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 06nov2019. The service technician confirmed the machine is not in warranty period, the hospital did not ask philips company to pay for maintenance, the hospital may have found a third party maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 24aug2019.

Event description:
The customer reported device error. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR 06nov2019 date of report 06nov2019 conclusions code updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.